Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was contaminated and disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after successfully deploying the first flange, the second flange was deployed in the scope. Reportedly, the physician was using the alternative method of deployment where the proximal flange of the stent is fully-deployed in the scope, and the stent is then released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. While attempting to deploy the second flange into the stomach by retracting the scope, the first flange was pulled out of the pancreas wall and into the space between the pancreas and the stomach. The stent was removed from the patient using alligator forceps. The procedure was completed by placing another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.